Event description:
A repeated volume discrepancy greater than 25% was reported. First volume discrepancy was a 9ml. Two months later, the expected reservoir volume (erv) was 13 ml; the actual reservoir volume (arv) was 1 ml. The pt was admitted to the hospital with overdose symptoms: altered mental status, change in gait, difficulty walking, leg weakness, numbness and swelling in legs. "The pt went from walking to crawling". The pt had dropped her curling iron on her leg and didn't notice; it left a 2nd/3rd degree burn. Three days later, the volume was checked again; the erv was 10ml and the arv was 1-2ml. The pump was used to deliver prialt, baclofen, dilaudid (set as primary drug 5mg/ml at 1.25mg/d), bupivacaine and clonidine. The physician believed the pump to be overinfusing 4 fold. The medication concentration was diluted by half and the dose was decreased by 20%. The pt felt better and was discharged home. The pt had not been exposed to extremes in heat or altitude and no mris have been performed. The health professional was able to refill the entire pump volume. It was uncertain when the physician would schedule a replacement. Pt outcome was not reported. Add'l info has been requested from the health professional.